Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks. A review of the stored episodes by technical services (ts) was pointing toward a possible challenge involving the sense b node sensing circuit. Troubleshooting steps were provided. Ts noted that if the testing showed appropriate sensing and detection for secondary sensing vector it could be used as a permanent sense vector. Ts also noted that the impedance values were stable not indicating abrupt changes. Additional information noted that the sensing vector was changed to the secondary sensing vector and maneuvers performed showed no artifacts. The secondary sensing vector was permanently programmed. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the evaluation conclusion code and additional manufacturer's narrative. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks. A review of the stored episodes by technical services (ts) was pointing toward a possible challenge involving the sense b node sensing circuit. Troubleshooting steps were provided. Ts noted that if the testing showed appropriate sensing and detection for secondary sensing vector it could be used as a permanent sense vector. Ts also noted that the impedance values were stable not indicating abrupt changes. Additional information noted that the sensing vector was changed to the secondary sensing vector and maneuvers performed showed no artifacts. The secondary sensing vector was permanently programmed. No adverse patient effects were reported. This device remains implanted.